Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported by the supplier that the patient was hospitalized on (B)(6) 2016 with a fever of 105 and had stopped eating. The patient then returned home on (B)(6) 2016. It is unknown at this time if the patient was hospitalized or at home at the time of death and what the actual cause of death was. Unknown if the cadd® cadd-prizm® vip system was being utilized at this time.

Manufacturer narrative:
The reported pump kit, vip, cadd-prizm, mdl 6101 was returned for investigation. Visual inspection of the keypad and labels were intact and the physical condition of the pump was good. The data history log was downloaded for the pump. The pump sensors were verified to be functional and within specification. One delivery accuracy test was performed and the pump passed. No repairs were required or made to the pump at this time. The root cause and fault could not be confirmed.